Manufacturer narrative:
The product has been returned for eval and testing; however, as of to date, the eval has not been completed. This device is distributed outside the united states; however, it is similar to the cypher coronary sds/stents distributed in the united states. Additional info will be submitted within 30 days upon receipt.

Event description:
The physician encountered inflation difficulties during stent deployment. The report received indicated that during a procedure to treat a lesion in the mid left anterior descending, the lesion was successfully pre-dilated and the lesion stenosis was reduced to 50%. Intravascular ultrasound was conducted and the 3.0x13mm cypher stent was being advanced; however, some friction was encountered before reaching the target lesion. After the lesion was crossed, the physician deployed the cypher at the target lesion, and while inflating the balloon; the pressure could not be applied higher than 6 atmospheres. Therefore, the pressure was rapidly increased and the stent was deployed. The procedure was finished by conducting post-dilation with another balloon and was successfully finished. There was no patient injury reported. The stent delivery system was removed from the patient and a kink on the shaft was confirmed. The physician did not indicate any anomalies prior to use.